Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump found end of service (eos) due to time progression. Analysis of the 8709sc catheter found sc connector cori ng/tear/cuts in seal which met leak criteria. Analysis found abrasion area and a slight tear on the white silicone boot. Analysis found retaining ring fingers damage. Analysis found seal separation and indent inside the cup of the sc connector. Analysis found leaking during pressure testing. Conclusion code applies to the 8637-20 pump. Conclusion code applies to the 8709sc catheter.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (type, concentration, dose, and lot # unknown). The patient's indication for use was intractable spasticity and cerebral palsy. Per the patient's family, the pump had not been working for "a long time." The pump was explanted on (B)(6) 2016. The representative was not aware of any dye studies or troubleshooting performed prior the pump explant. The physician indicated that there were two areas of leakage around the catheter connection to the pump. Additionally, when the physician opened up the pump pocket, the pump was "sitting in a pool of csf." It was unknown whether or not the issue resolved as of the date of this report. The patient's status at the time of this report was "alive - no injury." Information was also provided from the company representative who indicated that there was a tear in the catheter and it was leaking around the sutureless connector around the pump. Information regarding the patient's medical history, additional medications taken at the time of the report, troubleshooting taken, and outcome was not provided. Should additional be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
Conclusion code was updated and pertains to the 8709sc catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.